Event description:
It was reported that patient received a vibratory alert for high, out of range high voltage lead impedance on the svc vector. The measurement was in range in clinic. The svc coil was programmed off. There were no adverse consequences to the patient.